Event description:
Per the audiologist, the patient had a decrease in performance. The results of an integrity test march 2009, indicate receiver stimulator function was normal.the patient was explanted 2009, and the patient was reimplanted with a new device during the same surgery.